Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began therapy with dianeal pd2 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The patient did not require hospitalization. On (B)(6) 2011, the patient began remedial therapy with fortum (1.5 gm, once daily, injection ip continuous) and reflin (1.5 gm, once daily, injection ip continuous). The cause of the peritonitis was unknown. At the time of this report, the event of peritonitis was resolving. Concomitant medications were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.